Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was used to dilate the target lesion. During the 1st inflation, the balloon ruptured at 8atm. The ruptured balloon was completely removed from the patient. The procedure was completed with a 3.25/13 non-bsc balloon. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 1mm distal to the proximal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.50 flextome cutting balloon was used to dilate the target lesion. During the 1st inflation, the balloon ruptured at 8atm. The ruptured balloon was completely removed from the patient. The procedure was completed with a 3.25/13 non-bsc balloon. No patient complications were reported and the patient's condition was good.